Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported an infusion line blockage during early mid vitrectomy and lasted until the end of the procedure on a left eye. The infusion rebuilt spontaneously and the procedure was completed. There was no harm to the patient. The product sample was not retained. No additional information is expected. This is one of three reports being filed for the same facility.